Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the ant broach handle tip broke intra-op. There was no surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: an analysis of the product could not be performed, since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, broken tip. The device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device confirmed the complaint. The prong that assembles with the broach has broken off from the ant broach handle - r. Additionally, nicks and impaction marks were observed at the handle of the device. The broken prong was most likely caused by prying motion of the broach handle while still attached to the broach. The observed nicks and impactions marks can be attributed to unintended use error since the handle and lever are no intended to be impacted. The overall complaint was confirmed as the observed condition of the ant broach handle - r would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.